Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure while rewinding. Customer's blood glucose level was 418 mg/dl. The customer had not treated her blood glucose level. She was unable to exit the rewind mode. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform occlusion test, prime test, excessive no delivery test, displacement test or verify motion sensor rest failure alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken off battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.